Manufacturer narrative:
A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. The returned sample was visually inspected and no obvious defects were found. The ball in the drip chamber¿s check valve moved freely per specification. A calibrated console representing the current software version was used to test the sample. The light emitting diode (led) rings on the console turned green as the probe connectors were engaged to the console indicating the proper communication between the probe and the console. The sample failed intraocular pressure (iop) calibration and generated a system message code of 3467. The console¿s received signal amplitude (rsa) value associated with this event was reviewed and found to be non-conforming. The rsa value is computed and used by the console software while monitoring fluid flow through the consumable cassette. The console will generate the reported system message code 3467 if the value decreases below a threshold limit at any point during priming or surgery when the iop function is enabled. Analysis of the returned sample revealed that the customer¿s event is related to a low rsa value associated with the cassette. An action has been opened to determine a root cause and implement appropriate corrective action for complaints of a similar nature. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. Consumables manufacturing management has been made aware of this complaint through the consumer affairs review meeting. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. A product sample has been received by the manufacturer and it is awaiting for evaluation. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported the irrigation solution did not run through the infusion line during a vitrectomy procedure. The product was replaced with another one and the procedure was completed. There was no harm to the patient.